Event description:
It was reported that paramedics responded to a male with prior heart history complaining of chest pain. The reporter stated that the patient was in v-fib and they shocked him at 360j to which the patient successfully responded. The device then prompted to connect electrodes. New defibrillation electrodes were attached to the patient and he was shocked again. Again the device prompted to connect electrodes. The user powered the device off and back on. Shocked a couple more times and again kept getting connect electrodes messaging. It was reported that the patient was successfully delivered to the hospital and taken to the cath lab. The reporter indicated that the patient was very diaphoretic. The reporter felt that the continued prompt to connect electrodes was due to prep of the patient, however the medic who actually applied the defibrillation electrodes did not feel the error was due to patient prep.

Manufacturer narrative:
Physio-control evaluated the device. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The device was subsequently returned to the customer.